Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl. Customer went to the hospital and an insulin drip was administered. Customer was discharged on 11/13/2018 with elevated bg resolved. There was no permanent damage. Customer reported that the insulin exiting the tubing was discolored and was the cause of the event. Humalog was used in the cartridge for 2 days. Customer used different insulin and resumed pump therapy. No further issues were reported.